Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. Customer was unable to clear the alarm and reverted to an old pump for insulin therapy. Customer¿s blood glucose level was 130 mg/dl.